Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance. Pump was returned for alleged damage to the battery tube on 11/11/2021. Pump passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, displacement accuracy test; however, pump error 63 alarmed during self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit successfully downloaded to thus. Confirmed pump error alarm variable 3 was noted in the history download on (B)(6) 2021 at 18:55:39.000 due to broken trace u1 pin6 on keypad assembly. Unable to confirm high bg's. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked battery tube threads, cracked corner of belt clip rails, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) and cracked corner of belt clip rails was noted. Additionally, pump error alarm was confirmed during self test due to broken trace u1 pin 6 on keypad assembly. Unable to confirm high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked battery side. No harm requiring medical intervention was reported. The customer was discontinue use of the device.